Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2022. During the procedure, when needle was exteriorized inside the patient it was noticed the exit of a metallic filament similar to the stylet; however, the stylet was fine when observed. A photo of the filament was provided by the customer, but it is unknown where the filament came from. The procedure was completed with another expect pulmonary needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Premarket / 510(k) #: k163248 & k151895. Block h6: device code a180104 captures the reportable event of foreign material.